Manufacturer narrative:
(B)(4). Based on intial triage of the returned the device, the device appears to be kinked.a follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges the spring wire guide (swg) would not advance in the catheter. The alleged issue reported as occurred during use on a patient. Customer reported the device was replaced. Customer reported no consequences for the patient. The patient condition was reported as "fine".

Event description:
Customer complaint alleges the spring wire guide (swg) would not advance in the catheter. The alleged issue reported as occurred during use on a patient. Customer reported the device was replaced. Customer reported no consequences for the patient. The patient condition was reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned a single 3-lumen catheter, the guide wire and the product lidstock for evaluation. Visual examination of the catheter did not reveal any defects or anomalies. Visual examination of the guide wire revealed a slight bend/kink towards at the center of the body. Both of the welds were full and spherical. The catheter body length measured 166 mm which is within specification. The kink in the guide wire was located 84 mm from the proximal tip. The outer diameter and overall length of the guide wire were measured and were found to be within specification. The returned guide wire was advanced through the proximal tip of the returned guide wire in order to functionally test the components. The guide wire was able to advance through the catheter body but could not advance through the catheter juncture hub. When the guide wire was advanced from the distal extension lines it was able to fully pass through the catheter and out of the catheter distal tip. All 3 extension lines on the catheter were flushed with water and functioned as expected. No sign of blockage or inter lumen crossover was observed. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The reported complaint of difficulty passing the guide wire through the catheter was confirmed by complaint investigation. The returned guide wire was unable to pass through the juncture hub of the returned catheter. A device history record review was performed with no relevant findings. Based on the sample received, it was determined that manufacturing caused or contributed to this event. A CAPA has been initiated to further investigate this issue.